Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: one event was reported for this quarter. Product return status: one device was received for evaluation. Evaluation status: one event was confirmed during testing; however, failures unrelated to the reported event were detected. One device was found to be affected by wear. Product disposition: this device is not repairable and was not returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction events in which the device had a component detach. One event had no patient involvement; no patient impact.